Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; nurse states after we spoke the customer was sent to the hospital on (B)(6) 2018. Try to contact customer on 1/23/2018; nurse states she spoke to the customer on the (B)(6) and he stated that he was fatigued. Customer had not gone to the hospital but was going to palms west hospital. On a call back on 1/31/2018; nurse states the didn't spoke to the costumer that day but customer was more stable. Nurse states the customer went to the doctor's office on (B)(6) and was prescribed insulin and other medications. Not specified.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. Customer would like to know what e-5 mean. We informed the caller the error means either test strip error or a reading higher than 600 mg/dl. Caller states the customer has not used insulin for over a month and believes his sugar is high. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.